Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the customer was hospitalized due to diabetic ketoacidosis with blood glucose level 582 mg/dl. The customer was assisted with troubleshooting. The customer was treated with insulin drip for high blood glucose level. The device will be returned for analysis.